Manufacturer narrative:
UDI: not required for product code; implanted date: device was not implanted; explanted date: device was not explanted; 510(k) no: k130280. The patient's height was (B)(6). The actual device was received for evaluation. Visual inspection revealed no obvious anomalies, such as a break, in the appearance. As a result of blowing air into the gas channel, liquid came out of the fiber and became water droplets adhering inside the housing. The droplets were sampled to check for protein. It was confirmed that there was no protein contained in the liquid. This implies that no plasma leak occurred during the event. The actual device, after having been rinsed and dried, was tested for its gas transfer performance as follows; bovine blood arranged to hb12.0 g/dl, temp.37oc was circulated in the oxygenator module under the following conditions: v/q=1, fio2=100% and the flow rate =@ 1l/min. And 2l/min. Result: o2 transfer: @2l/min. = 117ml/min. @1l/min.= 67ml/min. Co2 removal: @2l/min. = 98ml/min. @1l/min.= 62ml/min. No anomalies were revealed in the gas transfer performance of the sample, with the obtained values meeting the factory specifications. The perfusion record of the involved procedure was reviewed as follows: the following data was observed when pao2 dropped. 13:44 on cpb; 16:59 svo2 decreased from 95% to 86%. Pao2 decreased from 337mmhg to 175mmhg. It was confirmed that the blood supply temperature increased, and the rectal temperature increased from this time; 17:06 fio2 was increased from 60% to 70%. After that, it was recognized that pao2 had recovered to 200mmhg level; 18:22 when ao de-clamping was done, svo2 decreased to 75%, and pao2 decreased to 100 mmhg. 19:37 off cpb. Based on the perfusion record review, it was considered that pao2 decreased due to the drop of svo2 16:59. In addition, since the rectal temperature has risen from this time, it was presumed that the patient's oxygen consumption increased, leading to the drop in svo2 and pao2. Fio2 was increased from 17:06 and pao2 increased. After that, pao2 decreased again. From this, it was probable that gas transfer performance decreased due to some factors. A review of the device history record and product release decision control sheet of the involved product code/lot number combination revealed no findings. IFU states: a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 5 l/min for 10 seconds. (During perfusion-warnings). Do not repeat this flushing technique, even if oxygenator performance is not improved. (During perfusion-warnings). Upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patient's metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism. (Precautions) measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow. (During perfusion-warnings). Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. It is likely that since the patient's metabolism was activated by the rewarming, the oxygen consumption might have increased, leading to the decrease in svo2 and pao2; water drops might have been generated due to the wet lung phenomenon and prevented the gases from being transferred sufficiently. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved capiox device was used, and from the beginning, the patient's oxygenation status was not enough. It was getting worse after clamping the aorta and became considerably worse after de-clamp. The gas flow rate was increased. The patient was not harmed. The procedure outcome was not reported.